Event description:
Reportable based on analysis completed on 20-dec-2014. It was reported that crossing difficulties were encountered.   The 16 x 2.75mm, concentric and chronic total occlusion target lesion contained in a >=90 degree bend was located in the severely calcified and severely tortuous left anterior descending (lad) artery. The lesion was predilated. The 2.75x16mm promus element ¿ drug eluting stent was advanced to treat the lesion, however, the device was unable to cross the lesion.  The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the stent was detached/ separated.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft. These kinks are consistent with excessive forces having been applied to the shaft. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was detached from the balloon and was not received for analysis. A clear impression of the stent crimp was visible along the balloon. A visual examination of the distal extrusion identified no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).